Event description:
A (B)(6) confirmed advia centaur xp (B)(6) result was obtained on a patient sample when the customer performed (B)(6) confirmatory testing. The (B)(6) confirmed (B)(6) result was considered discordant when compared to the patient's (B)(6) test history and the (B)(6) test result two months later. This was a patient prenatal screening for (B)(6) and the initially (B)(6) result was reported to the local state health department. There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the confirmed advia centaur xp (B)(6) confirmatory test result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result that was confirmed with (B)(6)confirmatory testing is unknown. The customer is unable to provide additional patient information, any replicate (B)(6) results or the % neutralization for the (B)(6) confirmation test result. There is no patient sample available for further investigation. The customer has declined a service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section for (B)(6) confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." The instruction for use (IFU) under the limitation section for (B)(6) states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."